Manufacturer narrative:
Block b3: approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. Block e1: initial reporter city: (B)(6). Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: investigation results: the returned flexiva 200 tractip laser fiber was analyzed, and a visual evaluation noted that it was returned in two pieces. The first piece measured approximately 237.5 cm from the top of the connector to the fiber break. The second piece measured approximately 69.5 cm from the exposed glass tip to the fiber break. In addition, the fiber also noted to be bent at approximately 78 cm from the top of the connector. The exposed glass tip measured 4 mm and appeared in good condition. No other problems with the device were noted. The reported event was confirmed. The analysis of the returned device revealed that it was fractured along the fiber body. The exposed glass tip was observed in good condition. The fiber tips are intended to degrade during use, which may vary by power levels and duration of use. Additionally, fibers can interact with the scope as it passes through, which is tortuous anatomy that can cause stresses that can result in fiber damage. Articulation of the scope with a fiber extended through the scope may also cause stresses to the fiber to cause damage. It is likely the interaction with the scope as the device was handled in the procedure contributed to the event. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on may 26, 2021 that a flexiva 200 tractip laser fiber was used in an urethral stone crushing procedure in the ureter performed on an unknown date. The laser unit used was a lumenis laser vps30 laser console. During the procedure, the laser fiber got bent even though there was no particular tension. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Approximated to (B)(6) 2021 based on the date the manufacturer became aware of the event. (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a flexiva 200 tractip laser fiber was used in an urethral stone crushing procedure in the ureter performed on an unknown date. The laser unit used was a lumenis laser vps30 laser console. During the procedure, the laser fiber got bent even though there was no particular tension. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.